Event description:
This is a report from a physician received by a baxter sales representative from (B)(6), of a disconnection between a transfer set and a titanium adapter and consecutive peritonitis in a patient from (B)(6) following peritoneal dialysis (pd) therapy. At the time of the report, no further information was available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed as no sample or batch details were available. The lot number was not provided; therefore, a batch review could not be performed. No root cause relating to the manufacturing process has been determined. The direction sheet for product code spc4129 has been reviewed and the directions for use documented on the direction sheet are considered to be adequate. Baxter will continue to monitor similar reports to determine if further actions are required.